Event description:
The consumer's legal rep claimed her client rec'd injuries from two separate uses of the prod. During the first incident, the consumer rec'd skin removal with bleeding resulting in an open sore on her neck. The consumer also used the prod again two months later on her stomach and experienced skin removal in two spots under the area worn.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.